Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had perceived an annoying noise whilst wearing the device masking the sound received by the audio processor. The patient had access to sound but with a very low performance. Facial nerve stimulation was observed if charge levels were increased over 36. The patient was explanted of concerned cochlear implant on (B)(6) 2013. Despite requested, the patient decided to keep the explanted device and is not making it available to the manufacturer.